Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
A white spot was seen on the transition between needle and hub.

Event description:
No additional information received. Fluids turn white during withdrawal and the needle turns white just under the hub. Occurrence with cisordinol. During aspiration a lot of micro air bubbles are noticed, and the fluid mentioned turned white instead of transparent. Also, a white spot was seen on the transition between needle and hub.

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported, during aspiration, air bubbles are noticed, and a white spot was seen on the transition between the needle and hub. To aid in the investigation, eighty samples in sealed packaging blisters and three photos were provided for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. Twenty samples were randomly selected for aspiration of saline solution. No issues occurred during the aspiration of the solution. The three photos provided show a packaging blister top web and a needle assembly with no plastic shield. There is acceptable epoxy where the needle joins the hub. No other information could be obtained from the photos. A device history record review was completed for provided material number 305211, lot 3145375. The review revealed there were no detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.